Event description:
It was reported a technician backed into the tfl-pls laser during a case causing a small fire. According to the report, technician backed into the tfl-pls laser where the fiber connects to it. Reporter stated the laser sparked and there was a small fire. The fire was immediately put out. The reporter stated a single use 200 micron fiber was being used when this incident occurred. No harm reported, no patient harm, no user injury reported due to the event.

Manufacturer narrative:
The subject device was not returned for evaluation. Follow up is in progress to gather additional information regarding the reported event. Supplemental report(s) will be submitted should any relevant new information is available. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on response of customer representative (rep.) To follow up. Communication with the rep. The following information conveyed: intended procedure was a laser lithotripsy. Rep stated she's not aware if the intended procedure was completed as she is not present at the time of the event. Rep. Stated that in her understanding, there was no injury to the patient or to the user. According to the rep, the laser system was shipped back to olympus using the same shipping label/box that the customer replacement loaner came in. However, to her knowledge , according to rep, the customer did not keep the laser fiber. No further information provided. The subject device was received on 12/09/22 and device evaluation still pending. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation, the device evaluation, and corrections to e2 and g2. The device was returned to olympus for inspection, and the customer's complaint was not confirmed. Additionally, the repair center found the front panel glass was cracked. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 3 years since the subject device was manufactured. Based on the results of the investigation, it¿s likely the fire started as a result of the technician backing into the console during a case while it was firing, possibly interrupting the fiber contact. The following is included in the instructions for use: "any tampering with the laser fiber contact connector may cause unwanted emission of laser radiation. Before performing any laser emission, make sure that the probe is inserted correctly. Pay attention to the firing direction." Olympus will continue to monitor field performance for this device.